Event description:
The customer reported that the etco2 does not activate when the filter line is connected. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.